Event description:
An impella rp flex was placed via the jugular vein to support the 69 year old female who was admitted in with cardiomyopathy and in scai stage e shock. The patient was additionally on the impella 5.5 for bipella support. The patient's other underlying cardiac and systemic comorbidities were not shared. The rp flex was explanted after 5 days and was replaced by a protek duo due to flow issues and hemolysis markers increasing. The flow issues remain similar on the rvad protek duo that they were on the rp flex. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary: low pump flow/hemolysis/mechanical interaction with blood: the cause of the low pump flow and hemolysis was not established as no product or logs were returned and limited information was provided.